Event description:
The following information was provided: it was reported that the patient's right knee was revised due to a femoral periprosthetic fracture. A cr femur and insert were revised to a ts femur and insert with stem and augments. Rep confirmed that there are no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.